Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised for cysts in the medial femoral condyles and on the lateral tibial along the screw channel.